Event description:
On (B)(6) 2014, the reporter contacted animas indicating a hospitalization and being off the insulin pump; no cause of the hospitalization was reported. No additional information was provided. Animas has attempted to contact the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for unclear cause.

Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours at 1 unit per hour and the pump correctly recorded 24 units delivered. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found related to this complaint.